Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, swollen lymph nodes. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction revision procedure with a mentor memorygel, 800cc silicone breast prosthesis that bilaterally ruptured, breast mass on the left side, and swollen lymph nodes on the right side after implantation. Rupture of the left breast prosthesis happened by the car accident. The rupture confirmed by the mammogram examination and later confirmed by a physician. As a result, the patient underwent unilateral replacement of the left prosthesis with cat#: 3508004bc, sn#: (B)(4) on (B)(6) 2019, and right prosthesis was replaced with unknown implant on (B)(6) 2021. This report relates to the right side.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient right side has been reported under manufacturer report number:1645337-2021-02211. Therefore this complaint code updates to: no health consequences, and no quality issues. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).